Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the patient underwent an MRI scan on (B)(6) 2016. It is unknown if the appropriate MRI procedures were completed before and after the MRI scan. Afterwards, during multiple refill appointments, the volume of undelivered drug remaining in the drug reservoir was more than the expected volume based upon the programmed infusion rate. It was reported that the patient experienced symptoms of vomiting and itchiness, and the pump therapy medication dosage was subsequently lowered.